Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer also reported a weak battery alert from the insulin pump. The customer also reported that the insulin pump would not allow the customer to edit the basal rate and would not scroll. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during our testing. Unable to verify weak battery alarm due to button keypad anomaly. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.